Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had a system error code 800.8000 on pcus which was disconnected from their wireless network. The tech support sent a letter to the customer regarding a pcu issue, and the case also escalated to dchu. But there was no response from the customer. Closing case! Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported two pcus in their nicu pod b area had an 800.8000 system error where their pcus then disconnected from the wireless network - they did reconnect, but customer would like to know what is causing this issue pcu. There was patient involvement however no patient harm.